Manufacturer narrative:
(B)(4). Device evaluation: the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. Additionally, the transmitter 9438-01/60dx8, was returned. The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of permanent loss of "y" was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned device did not confirm the permanent out of range signal.